Manufacturer narrative:
The returned device was evaluated and the cause of the jetstream g3's issue with aspiration was due to issue occluding the aspiration lumen. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. The device was not used per the IFU. It was reported that the run time for the device was 20 minutes 01 second. There is a note in the IFU regarding run time: "the jetstream g3 catheter use time should not exceed 10 minutes. Monitor the timer on the pv console and use a second device if additional treatment is required." Additionally, in-stent restenosis patients are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of patients) in the IFU. Lastly, the guidewire used in this case is a barewire guidewire which is not a compatible accessory and the IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 was advanced to treat an approximately 40 cm in-stent restenosis (isr) lesion located in the superficial femoral artery (sfa) and into the popliteal. Two passes were made using the minimum diameter mode and three passes were made using the maximum diameter mode. Slowing in aspiration was noted toward the end of the case. Distal embolization occurred and was retrieved. Pt is fine.